Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The left monitor was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system's left monitor did not display images. No pt injury was reported.